Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the loosened forceps channel port, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasonic bronchofibervideoscope was returned to the service center with a report of channel water leakage. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, a loosened forceps channel port was found. There was no patient involvement.